Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving 4000mcg/ml baclofen at 200mcg/day via an implantable infusion pump for intractable spasticity. It was reported that the catheter was damaged. It was also reported that catheter segments were unintentionally left in the patient. The issue was diagnosed during a revision. The rep stated they think a dye study was done prior to revision but nothing was found. The patient had experienced increased spasticity. This was noted as a sudden change of symptoms. The rep estimated that 15cm was left in the patient from the distal catheter that broke off. No further complications were anticipated/reported.